Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis due to error 31221. The error was confirmed as having occurred in the field and not replicated in-house. Unit was tested on a patient side cart fixture test platform (pftp) and fiber power test, install gold acu and pass all test.

Event description:
It was reported that during a vinci-assisted prostatectomy surgical procedure, the intuitive representative informed the technical support engineer (tse) while docking they received a non-recoverable fault 31221. The tse verified 31221 errors in logs on armnet 2. The tse assisted the customer through three hard power cycles and emergency power offs, but the system powered back up each time with the non-recoverable 31221. The customer had opted to cancel their procedure that day. The procedure was aborted -post anesthesia with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representatives the procedure was delayed 30 minutes. The procedure was cancelled after the ports were placed due to the non-recoverable fault. There was no harm to the patient.